Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml, lot # 73a1600243 was manufactured on 01/11/2016 a total of (B)(4) pieces. Lot was released on 01/14/2016. DHR investigation did not show issues related to complaint. The customer returned one unit of 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the sample appears typical. No obvious signs of exterior damage were noted. No defects or anomalies were observed on the exterior of the device. (B)(4). A functional inspection was performed by attempting to engage the trigger. Using hand pressure, the trigger was engaged to load a clip. One clip was able to load, close, and release from the jaws of the endo5 with no difficulty. This was repeated in an attempt to close one clip onto overstressed surgical tubing. When the trigger was engaged, one clip loaded into the jaws of the applier and was able to close onto overstressed surgical tubing. No functional issues were found. The device was other remarks: returned with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. A corrective action is not required at this time as there were no functional issues found with the returned with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of the clips not locking could not be confirmed based upon the sample received. The returned automatic clip applier was able to correctly load, close, and release clips with no problem found. The unit was received with only 3 clips remaining in the channel. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned sample.

Event description:
Alleged event: clips are not locking around the vessel. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: clips are not locking around the vessel. The patient's condition was reported as fine.